Event description:
Three freezing containers were found ruptured when removed from liquid nitrogen. Cells were discarded at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. One container was returned for evaluation, inspected, and verified to be ruptured. It was noted that there was no seal on the donor tubing as recommended in the labeling distributed with the product. In house testing has shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. During an audit of this complaint file it was discovered that this event had not been reported.